Manufacturer narrative:
Event date: exact date unknown, event occurred a week ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was having fever due to an infection at the ipg site with symptoms of a yellowish fluid discharge through an open suture perforations when pressure is applied. No further information has been obtained despite good faith efforts.